Event description:
On may 24, 2010, received user facility medwatch report #: (B) (4), dated may 14, 2010. The hosp reported that "endoscopic vein harvesting was being performed when the device appeared to be malfunctioning. The surgeon noticed a malfunction of the coagulation system and then recognized that smoke was coming out of the tip of the device. The device was detached from the surgical site and the tip was charred with tissue. The pt remained stable." It is unk whether the product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on june 04, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4).